Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) was having display issues. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The screen was still readable and the unit functions responded normally, but to fix the issue the fse replaced the video receiver pcb which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.